Event description:
It was reported that during a craniotomy, the navigation system was inaccurately displaying a patient's fiducial reference marker as being on the right side of the cranium, when it was actually on the left side. The error was obvious to the surgical team since the navigation pointer was touching the fiducial marker on the patient's left side. The surgical team deleted the erroneous data and continued the procedure, using the numerous other accurate reference points already registered within the navigation system. The procedure was completed successfully, without a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, however attempts are being made to obtain information from the procedure files. A follow up report will be submitted when the quality investigation is completed.